Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
Per the field clinical specialist (fcs) report, during an attempted tf tavr procedure, the physician was unable to cross the native aortic annulus due to anatomical challenges (tortuosity and highly calcified annulus) despite multiple attempts and bav. It was decided to convert to surgical avr. The physician pulled back the undeployed valve/commander delivery system to the ascending aorta, but was concerned about vascular injury potentially occurring when attempting to remove the system through the esheath. As a preventative measure, it was decided to remove the valve through the savr surgical incision and then remove the delivery system. The patient was reported to be doing well after the procedure.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Difficulty crossing the prosthetic valve may be due to anatomical and/or procedural factors.  In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient however, in severe cases the device will need to be deployed in the aorta or removed from the patient through a new surgical incision. According to the training manual, factors that can make it difficult to cross the native valve include heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and inadequate bav. The IFU cautions that safety and effectiveness have not been established for patients with significant aortic disease, including marked tortuosity (hyperacute bend) of the abdominal or thoracic aorta, severe ¿unfolding¿ and tortuosity of the thoracic aorta, as well as access vessel characteristics that would preclude safe placement of the esheath, such as severe tortuosity. The device was not available for evaluation, as it was discarded at the site following the procedure. However, there was no allegation or indication a device malfunction contributed to this event. In this case, per report the team was unable to cross the native aortic valve to anatomical challenges (vessel tortuosity), as well as a highly calcified annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.